Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the healthcare professional (hcp) the patient had high blood glucose (bg) levels (specific bg levels not provided) and was diagnosed with diabetic ketoacidosis (dka). No error message alerted on the omnipod system and the pod was removed by the hcp. Medical assistance was required and the device information was not provided by the hcp. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.